Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced cannula issues with four infusion sets. The cannulas were kinked. The events were occurred on 01-apr-2024. The site of insertion was the abdomen. Patient regularly rotated site location. Patient confirmed that the introducer needle was ahead of the cannula prior to insertion. Patient replaced the infusion sets and successfully resumed insulin. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 4. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.